Event description:
According to the reporter: the surgeon described overall experiences using the 134046 open clip applier during procedures that included in clip misfiring which resulted in cutting vessels, clip malformations/scissoring and unit jamming before all the clips had been fired. He stated these issued had also been experienced by other surgeons in the pva practice. The surgeon stated that add'l units had to be used to replace the malfunctioned ones as well as 15-20 minutes of add'l procedure time for vessel repairs and troubleshooting. Specific dates, procedures and pt info were not provided in the discussion.

Manufacturer narrative:
(B)(4).